Manufacturer narrative:
Additional information received: we received the following information regarding this complaint after our sales contacted reporter the doctor himself, he denied any such incident. Confirmed it's an error report. Please void this case. With this information please disregard the initial report. This is a follow up report for this additional information. With the additional information received from the doctor that this was a reporting error and to disregard the initial report. This is being corrected. This is a follow up report for this corrected information.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a k-file m-access 21mm 015, the file bent and reportedly had poor sharpness. The patient experienced pain. Further information requested.